Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter stated that the patient had a blood glucose (bg) of 44 mg/dl with confusion and cognitive impairment associated with an alleged inaccurate delivery. Reportedly, the patient was found unconscious with a blood glucose of 44 mg/dl. The patient discontinued pump therapy and was treated with intravenous glucose and other treatment. The patient was taken to the hospital via emergency medical services but was pronounced dead at the time of arrival. During troubleshooting with customer technical support, it was also reported that on the day of the patient¿s death, the patient was taking oxycodone for pain. The patient gave themselves a bolus of 7.7 units and the patient thought the pump said 0.0 units of the 7.7 units were delivered. It was found that 6.7 of the 7.7 units were delivered. The patient then changed the ifs and the cartridge and another bolus of 7.7 units was given. It was also reported that there was a change in physical activity level without adjustment to insulin regimen, change in medication, change in stress level, change in pain level, a recent severe hypoglycemia, and overriding dosage recommended by bolus calculator feature. This complaint is being reported because of user error that contributed to the patient¿s death.